Event description:
Diagnosis: myasthenia gravis without (acute) exacerbation. Spontaneous: patient reports she needs a new pump and a pump return box sent her. The pump that was replaced last month isn't working. Return box and new pump shipping 03/30/2021 for delivery 03/31/2021. There is no additional information provided in notes. Unknown if patient missed a dose, unknown if patient had any adverse reactions. Reported to (B)(6) by: patient/caregiver.